Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse calibrated transducers and performed all functional and safety tests to factory specifications. The iabp was then returned to the customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. Should have read samantha everhart, but only the first name was inserted due to the contents exceeding maximum characters.

Event description:
Registered nurse reported that during transport everything was functioning as expected in flight before alarm began and the cardiosave intra-aortic balloon pump (iabp) stopped pumping along with pressure indices disappearing. Patient was on 50cc sensation plus iab. Nurse was unable to remember specifically which alarm it was. At that point she checked connections, but no issue was found. She turned the pump off then back on and pump autofilled as expected and worked properly for the duration of the flight. There was no patient harm and no adverse event was reported.

Event description:
Registered nurse reported that during transport everything was functioning as expected in flight before alarm began and the cardiosave intra-aortic balloon pump (iabp) stopped pumping along with pressure indices disappearing. Patient was on 50cc sensation plus iab. Nurse was unable to remember specifically which alarm it was. At that point she checked connections, but no issue was found. She turned the pump off then back on and pump autofilled as expected and worked properly for the duration of the flight. There was no patient harm and no adverse event was reported.